Event description:
It was reported to philips that the device's ac cut out and went to the internal battery. The device was not in clinical use at the time of the event. There was no report of patient or user harm.

Manufacturer narrative:
It was reported to philips that the device had consistent battery-enabled messaging during inhale and exhalation in CPAP mode. The customer evaluated the device with assistance from a philips remote service engineer (rse), and it was determined that the central processing unit printed circuit board assembly (cpu pcba) needed to be replaced to return the device to working condition. The customer¿s bio-med replaced the cpu pcba to resolve the issue and bring the device back to functionality. Operational testing was conducted, and the device passed all required testing. Following the repair, the device was placed back into service.

Manufacturer narrative:
The cpu pcba was not replaced by the customer's biomedical engineer. It is unknown if any parts or repair has been conducted. Multiple attempts to retrieve device repair or diagnostic information has yielded no response from the customer.